Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and she noticed a burn mark at the pump at drive support cap. The customer¿s blood glucose level was 12mmol/ l at the time of the incident. The customer reported that the patient got unexplainable blood glucose sices2 weeks. Last night she had a blood glucose of 33mmol/ l. She disconnected and switched to old pump, also used pen for extra bolus. Her blood glucose seemed okay now. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specifications, self-test, unexpected restart error test and displacement test. No unexpected heating up of battery, battery tube or electronic assembly was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assembly was noted. The device had stained end cap sticker and no burnt noted.